Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). In addition the patient reports while wearing a pod between 24 and 36 hours the cannula had become dislodged from the pod infusion site, (arm). The patient had been vomiting. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was released from the hospital after 2 days and 1 night.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.